Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: unknown accolade stem unknown lot, unknown ceramic +7.5 head unknown lot, unknown stryker shell unknown lot. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a stage 1 revision was performed on the patient's left hip due to infection. All components were removed and a spacer implanted. Rep confirmed that no further information will be released by the hospital or surgeon.